Event description:
The customer called technical support (ts) reporting that the device has a "backup alarm failed" alarm that occurred. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out for another. There was neither delay in therapy nor medical intervention reported due to the reported issue. The sales representative visited the hospital to retrieve the unit. He performed a test run in the sales office but the reported issue was not duplicated. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The cpu board was returned for analysis. Previous investigations determined that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. No new knowledge could be gained by continuing to investigate ls1 failures where the ls1 does not include a date code.

Manufacturer narrative:
The reported phenomenon was not duplicated despite operation checking. Functional testing was conducted. The result was that no anomaly was present in the device during the testing. Although there was no reproducibility despite operation checking, the cpu board was replaced as preventative measures against recurrence.